Manufacturer narrative:
Technician found that the foot hi/lo section was drifting down, slow drift. Cause: valve was clogged. Replaced the foot hi/lo valve to resolve this issue. Bed found in storage.

Event description:
Complaint alleged that the foot hi/lo section was drifting down.